Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this reported event. The reported patient effects of heart failure and recurrent mitral regurgitation (mr) as listed in the instructions for use, mitraclip ntr/xtr, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effects cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Patient ID: (B)(6). This is filed for heart failure and recurrent mitral regurgitation. It was reported that on (B)(6) 2019, the patient underwent a mitraclip procedure, treating degenerative mitral regurgitation (mr) with a grade of 4+. Two clips were implanted and the mr was reduced to grade 1+. The pre-operative transthoracic echocardiogram (tte) showed the ejection fraction (ef) to be 75%. Intra-operative echocardiogram showed the ef to be 60%. One day post procedure, the ef was 34%. The patient stayed two additional nights and the discharge ef was 35%. One month post mitraclip procedure, the tte showed the ef to be 45-50% and the mr increased to grade 2+. One year follow up tte showed the ef to be 60% and the mr grade increased to grade 3+. Medication was administered and the patient continued to be monitored. The adverse event resolved on (B)(6) 2020. No additional information was provided.